Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of infected peritoneal dialysis (pd) catheter, peritonitis with culture positive for proteus, free air in the abdomen, vomiting, cardiac arrest, fatal gastrointestinal hemorrhage, fatal cardio-respiratory failure, and fatal long standing renal failure in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following information was reported by the patient's mother. On an unreported date, the patient had cardiac arrest and went to the hospital due to the event. Treatment was not reported. On (B)(6) 2012, the patient died due to an unknown cause. Outcome of cardiac arrest was not reported. On (B)(6) 2012, global pharmacovigilance received further information from a nurse, who medically confirmed the report. In 2012, the patient began pd therapy with an unknown product. On (B)(6) 2012, the patient began pd therapy with dianeal pd2 ambuflex (dose unknown, ip, nightly) on (B)(6) 2012, the patient was hospitalized due to an infected pd catheter, peritonitis and free air in the abdomen (onset dates unknown). On an unreported date in (B)(6) 2012, the patient started treatment with vancomycin IV (dose and frequency not reported) for peritonitis. On an unknown date, the vancomycin therapy was stopped. On (B)(6) 2012, the pd catheter was removed and pd therapy was discontinued due to infected pd catheter and peritonitis. Dianeal therapy was replaced with hemodialysis, five days per week. On (B)(6) 2012, the patient was recovering from the infected pd catheter, peritonitis with culture positive for proteus and free air in the abdomen. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-hospitalized for vomiting (onset date, etiology and treatment rendered were unknown). On (B)(6) 2012, the patient recovered from vomiting and was discharged from the hospital. On (B)(6) 2012, the patient was again admitted to the hospital due to a gi hemorrhage and possible sepsis (onset dates and treatment rendered were unknown). Treatment was unknown. On (B)(6) 2012, the patient died while at the hospital. The cause of death was cardiorespiratory failure, long standing renal failure (onset dates and treatment not reported), gi hemorrhage, and possible sepsis. Hemodialysis was ongoing until the time of death. It was unknown if an autopsy was performed. Outcome of gi hemorrhage, cardio-respiratory failure and long standing renal failure was fatal (date of death - (B)(6) 2012). The nurse reported the infected pd catheter, peritonitis with culture positive for proteus, free air in the abdomen, vomiting, fatal gi hemorrhage were unrelated to baxter products, devices or disposable parts. A causality assessment was not provided for fatal cardio-respiratory failure and fatal long standing renal failure.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination.

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2012, in response to the FDA request for additional information, the peritoneal dialysis nurse was contacted and the following information was reported. An autopsy was not performed. There was no available death certificate. The death note in the patient's medical record stated, the cause of death was cardio-respiratory failure, long standing renal failure, possible gastrointestinal (gi) hemorrhage and possible sepsis. The nurse did not know the cause of the possible gi hemorrhage and could not confirm if the patient had a gi hemorrhage. The primary and secondary cause of death was not available in the patient's medical record.

Manufacturer narrative:
(B)(4). This is report 3 of 3. This report of peritonitis and death was received with no alleged device malfunction or use error; therefore, a sample was not requested. The lot number was unknown, therefore a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.